Manufacturer narrative:
Date of event: used the first day of the month of aware date as there was no date provided. Device is a combination product. A promus premier ous mr 16 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage. Distal stent struts were lifted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip identified tip damage. No other issues were identified during the device analysis.

Event description:
Reportable based on device analysis completed on 16mar2020. It was reported that crossing difficulties were encountered. Following pre-dilatation, a 16 x 3.00mm promus premier drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another stent of the same size. No patient complications were reported. However, returned device analysis revealed stent damage.